Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: route, guide catheter:,hyperion 6f jl3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history for the reported lot revealed no other incidents for this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat an eccentric lesion in the proximal left circumflex coronary artery with moderate tortuosity, heavy calcification and 99% stenosis. A 2.00 x 15 mm nc traveler rx balloon dilatation catheter (bdc) was advanced for pre-dilation with resistance from the anatomy. The balloon of the bdc ruptured on the second inflation to 12 atmospheres, due to the heavy calcification. The bdc was simply removed with no resistance and a non-abbott bdc was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: the device was returned for analysis. Method codes 4109, 3331 and 4115 were removed. Evaluation summary: the device was returned for evaluation. Visual inspections and functional testing was performed. The material rupture was confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.